Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had sensor was missing. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the sensor was retracted and was impossible to see the sensor electrode. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Missing one needle.